Manufacturer narrative:
Reference (B)(4). Customer asked to provide follow up information regarding incident and return of device on august 12th, 19th and 27th, 2019. Product was returned to lab for decontamination, once complete will be sent to natus for additional evaluation.

Event description:
Catheter gave high readings compared to evd.